Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 104 mg/dl. The customer stated that he was connected during the manual prime and delivered the entire reservoir of insulin into his body. Troubleshooting was performed, and during the displacement test the insulin pump alarmed empty reservoir. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.